Manufacturer narrative:
Received one (1) new cl-80s chemolock vial spike and one (1) used cl-80s chemolock vial spike connected to a vial and 10 ml syringe with chemolock. The side port balloon on the used set was deployed. No defects or anomalies noted. When functionally tested according the dfu instructions there was no leakage observed or replicated on either set. The reported complaint was unable to be replicated or confirmed. A lot history were reviewed and no relevant non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a chemolock¿ vial spike, 20mm would not aspirate fluids. The clinician stated that when a 20 mm spike was connected to a vial of sterile water (10 ml) they were able to withdraw liquid. However, only 8 ml was able to be withdrawn. For some reason, fluid entered the vial spike¿s air vent (balloon) so there was a loss of about 2 ml. A sample photo was provided showing the defective product. The sample is available for evaluation. There was no patient harm reported.